Manufacturer narrative:
The subject device has not been returned to omsc for eval. If a reportable result is found after the eval, omsc will submit the result as a supplemental report. Omsc received the picture of the subject device that remained within the pt. The picture showed the clip was likely left with the hook, which was fixed at the distal end of the control wire of the subject device. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. Omsc concluded that the phenomenon likely occurred because the facility did not finish clipping completely and tried to release the clip forcibly. The hx-201ur-135 instruction manual already states, "do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in pt injury, such as punctures, hemorrhages, or mucous membrane damage." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp (omsc) was informed that during an endoscopic polypectomy procedure, the user successfully ligated the base of the polyp with the clip of the subject device; however, could not dispatch the clip from the subject device as usual. The facility reportedly could withdraw the coil sheath and the tube sheath of the subject device separately, but the clip and an uncertain part of the subject device reportedly remained with the pt. It was reported that additional treatment was not needed to retrieve the part, and there was no pt injury.

Manufacturer narrative:
This supplement report is being submitted to provide the device evaluation report. The subject device was returned to omsc for evaluation. The evaluation confirmed that there were no abnormalities about the tube sheath and coil sheath. The hook part was detached from the operation wire. We checked welded mark and found no abnormality in the welding of the hook and the operation wire. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. Omsc assumes that this event likely occurred because the facility did not finish the clipping completely and tried to withdraw the sheath forcibly. The device instruction manual warns "do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.